Manufacturer narrative:
(B)(4). The device was returned and an evaluation is anticipated. A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that there was a leak from the junction between the transfer set and a extraneal uv twin-bag during the drain. There was patient involvement, but no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was measured and found to be within specifications. The reported problem could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.